Event description:
It was reported that the ilet display screen developed cracks over time, with additional cracking observed, while blood glucose use remained unaffected and the device continued to function. Symptoms included no injury. Outcomes included no clinical impact and no interruption to therapy, and the device was synchronized prior to shutdown.

Manufacturer narrative:
Investigation of this case revealed a cracked or delaminated screen consistent with physical damage to the display component. It was concluded that the device exhibited a hardware display failure without associated patient harm.